Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2020 and absorbable hemostat was used. The newly dispensed product had no irradiation sterilization identification on the package of the product. Changed another one to complete the surgery. No adverse patient consequences were reported. Additional information was requested.